Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# va2jz54, implanted: (B)(6) 2022, explanted: (B)(6) 2023. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-dec-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient was at the clinic and a tech who works for the healthcare professional (hcp) was trying to get the patient to feel stim in the bike seat area but they patient was not able to feel stim there. Caller first said this was 3 weeks ago then provided the exact date of (B)(6) 2022 caller said they have to go back and meet with a manufacturer representative (rep), this has yet to be scheduled. Additional information was received from the patient representative on (B)(6) 2023. They reported that the patient (pt) had a fall back in the summer where they fell forward and rolled over and sat on their butt. A neighbor had to come help the patient get up. Caller states since then the pt doesn't think they feel the stimulation where they thought they should. Caller states pt was experiencing sciatic nerve pain around thanksgiving so they did an x ray. Caller states they didn't know it at the time, but about 2 weeks ago they met with their manufacturer representative (rep) at the doctor's office and discovered the lead had a loop in it. Caller states there had tried programming the stimulation but it didn't make a difference. Caller states the rep showed the doctor and the doctor stated the leads needs to be replaced. Pt is going in for a replacement tomorrow.